Manufacturer narrative:
(B)(4).

Event description:
Review of returned angio images during implant were inconclusive. Images showing the endoleak were not included and therefore could not be assessed. Only several images showing the right iliac aneurysm and pre-embolization were returned.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 46 mm diameter abdominal aortic aneurysm and a 46 mm diameter right iliac artery aneurysm approximately one month ago. The proximal neck is 21 to 23 mm in diameter. The vessels were non tortuous with little calcification. It was reported that on completion angiogram a type I endoleak was discovered. After re-ballooning, the endoleak did not resolved; therefore, the physician implanted an aortic cuff to try to resolve the type I endoleak and then re-ballooned again. The type I endoleak had not resolved after the cuff was implanted. A palmaz stent was implanted but this did not resolve the endoleak. A pigtail catheter was inserted down into the stent graft just above the flow divider and showed this was not a type I endoleak but a fabric type iii endoleak (hole in graft). A balloon was placed up in the contralateral limb and had the pigtail within the stent graft and this showed significant leak somewhere between the bottom of the cuff and the flow divider. The case was aborted at this time as the patient refused further treatment. An angiogram was performed eight days post implant and showed that there was no endoleak detected but the physicians felt it was potentially a blood clot blocking the hole in graft that would potentially with time and pressure lead to endo-tension in the aneurysm sac. The physician placed kissing 16x16x80 endurant iliac limbs within the stent graft to prevent the need for future secondary intervention. The patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (likely due to calcified vessels). Conclusions: device failure/lack of effectiveness related to patient condition (likely due to calcified vessels).

Manufacturer narrative:
Method: (film).

Event description:
Films during implant were recevied and show the amplatzer plug placed in the right internal iliac and coils placed in the ima. The ipsilateral limb was delivered up the right side; landing within the right iliac aneurysm. The contralateral limb was placed in the gate with 3-4cm overlap. A limb extension was placed in the right external. After ballooning with a coda balloon, angio showed contrast emanating from near the patient left side of the bifurcate flow divider, into the proximal aaa sac. Post-ballooning showed the same leak. An endurant cuff was placed approximately 5mm proximal to the bifurcated stent graft, and a palmaz stent was placed within the aortic body. Final angio showed the approximate same level of contrast coming from between the distal aortic cuff and the bifurcate flow divider. The endoleak had the appearance of a "jetting" type IV endoleak, but could not rule out a type iii fabric or type ii endoleak. Cta images 1-day post-implant showed a 26mm stent graft od, and 3 cm below the renals was 26 x 29mm. The aaa maximum diameter was 5cm. Contrast was seen within the aaa sac near the flow divider (approximate similar location as the implant angio). Contrast was also seen in the distal aaa sac approximately 4cm distal to the flow divider; it could not be determined if this contrast was coming from a different source or from the same noted flow divider location. The endoleak type(s) could not be determined from this study. Could be a type ii, type iii fabric, or type IV. The 5cm right iliac aneurysm appeared well-sealed. Angio images 8-days post-implant showed no visible endoleak prior to the intervention. Bilateral 16 x 82 endurant stent grafts were implanted within the aortic body and limbs using kissing technique. Completion angio showed no endoleak, good bilateral distal runoff, and no obvious stent graft issues. It is possible that the previously observed endoleak had self-resolved due to the blood clotting across the stent graft fabric.